Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, cracked battery tube threads, cracked case along the side of the battery tube, scratched case and minor scratched lcd window.

Event description:
The customer reported via phone call that reservoir area breaks too easily in the reservoir area. The customer¿s blood glucose level was 128 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.